Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: the facility reporter indicated the index procedure was performed approximately 2 weeks before the patient presented on (B)(6) 2011. Date of (B)(6) 2011 is being used as best estimate date. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a nurse in-training in the use of the starclose se device attempted arteriotomy closure of a mildly calcified right common femoral artery (rcfa) after a diagnostic procedure. The procedure was uneventful and the patient was discharged. Reportedly, two weeks later (on 1/28) the patient came back with groin discomfort in the rcfa. Ultrasound performed showed no flow, the clip had grabbed the posterior arterial wall, which was diseased. A patch graft was used to repair the rcfa. There was no adverse patient sequelae. By the time of this report the patient had already been discharged. Though requested, no additional information was provided.